Event description:
The event is reported as: while using the endotracheal tube on a patient; an attempt was made to deflate the cuff. When the tube was removed; the pilot balloon was deflated but the cuff of the endotracheal tube was still inflated. No patient injury reported.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint cannot be confirmed since the same was not available for investigation at the time of this report. Teleflex will continue to monitor and trend relating complaints.